Manufacturer narrative:
Date of event: estimated based on event occurring in early 2020. Media review analysis: the media submitted is consistent with the complaint information in showing the watchman device tilt and flow inside device at late follow-up tee. However, it seems that the initial position of the watchman device was suboptimal, proximal and already tilted and it is difficult to determine if there was progression due to different imaging methods used. At the late follow-up imaging, color doppler indicated flow inside the device but this is likely due to flow through device where there is no fabric coverage. There is no evidence of any fabric damage.

Event description:
It was reported that device implant movement/shift occurred. A left atrial appendage (laa) closure procedure was performed and a 33mm watchman laa closure device was implanted. In early 2020, the patient was being seen for heart failure and a transesophageal echo (tee) noted the device appeared to be canted in the ostium of the laa with blood flow behind the device. The physician believed the fabric had been "eroded away" on the face of the device. The patient is being managed by the cardiology service and the current implanter there is inquiring with other colleagues about plugging the leak. No additional information is known at this time.